Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient noted a red call doctor icon on (B)(6) 2021. The communicator was power cycled and a pii was successfully performed. Boston scientific technical services referred the patient to get in contact with the healthcare professional. Additionally, this right ventricular (rv) lead exhibited pacing impedance measurement of less than 200 ohms. It was suspected that the lead was either crushed or had insulation issue. Subsequently, this rv lead was left in situ and a new rv lead was implanted on (B)(6) 2021. No additional adverse patient effects were reported. The rv lead remains implanted but electrically deactivated.